Manufacturer narrative:
(B)(4). The field service representative (fsr) utilized an additional level sensor from the storage room to assure the system worked to manufacturers specifications. The fsr returned the suspect part to the manufacturer for further evaluation. The product surveillance technician was not able to duplicate issue during lab analysis. No illumination of the disconnect icon of a lab use only safety monitor occurred during three days of laboratory testing with the returned level sensor. The product met specification and performed as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine did not have a level sensor attached to the safety monitor. Fsr obtained one from the equipment storage room and when he attempted to use it he discovered that it was not working. The safety monitor level sensor disconnect icon was illuminated. Fsr removed level sensor from service. There was no patient involvement.